Manufacturer narrative:
One (1) full osseotite® tapered certain® implant 4 x 8.5mm (ifnt485) was returned for investigation. Visual evaluation of the as returned product identified the implant with no fracture. No signs of malfunction. Product matched print specification where measured (caliper ID: cal4063 due: jun 11, 2021) functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was high bone density (type I). The reported device was located on tooth # 46 (fdi) and was used for approximately 2 years and 16 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: per the applicable IFU, it is stated that breakage may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review for the lot (2016120855) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot (2016120855) and no similar event or complaint was found. Review completed utilizing keywords: "fracture implant" post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (ifnt485). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant was removed due to becoming fractured. The site is currently healing. Tooth #46